Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one image was provided for review. The image depicts the device having been placed via a right jugular access. The catheter is fractured completely just beyond its arc in the neck the distal segment has migrated a short distance toward the right heart. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak and suction issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d(6b), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2025, a 67 year old female patient underwent a port placement procedure using the powerport m.r.I isp via internal jugular vein in the upper edge of t7. On (B)(6) , 2026, it was noted that the nurse was unable to draw blood from the port. Upon removal, the catheter was found to be broken completely. Additionally saline was leaked. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a 67-year-old female patient underwent a port placement procedure using the powerport m.r.I. Isp. 4 months and 26 days post procedure it was noted that the nurse was unable to draw blood from the port. Upon removal, the catheter was found to be broken completely. Additionally saline was leaked. There was no reported patient injury.